Event description:
It was reported that prior to use, the tip of the bmw guide wire became bent during removal from the packaging. The tip was not separated. The device was not used on the patient. Returned device analysis noted a separated shaping ribbon. Additional information was provided stating that there was no reported resistance during removal of the device from the packaging. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Analysis of the returned device noted that the shaping ribbon was separated. Scanning electron microscopy (sem) analysis noted that both halves of the separation exhibited twisting and dimples on the fracture faces. Mechanical damage was also noted near the fracture faces. The separation may be attributed to torsional overload. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the available information reviewed, there is no evidence to suggest a product deficiency.